Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to advance the stylets down the lumen. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. The analyst noted that only a distal segment was returned, not able to perform test, no stylet was returned therefore condition and brand are unknown. If information is provided in the future, a supplemental report will be issued.